Event description:
A malfunction was reported with the t:slim x2 pump battery that would not charge, leading to a shutdown and inability to turn the pump back on. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact outside of the acceptable range. The customer used a non-tandem wall adapter with a tandem charging cable to resolve the issue, and tandem technical support agreed to send a replacement wall adapter. It was communicated that insulin on board and max hourly bolus settings are reset to zero when the pump turns off or is reset, and cgm sessions must be manually restarted. The customer was advised to monitor the situation and call back if the issue persists, which the customer understood and acknowledged.